Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was (B)(6) year old undergone an egd with propofol, they placed the patient to supine and placed the ph impedance catheter. They were having trouble intubating and they moved back and forth and there was a significant amount of nasal bleeding that happened and the patient also had laryngospasm and the ph level dropped to 15% below baseline causing them to open the crash cart and begun bagging the patient. There was no patient injury.